Event description:
It was reported that the device failed defibrillation test during operation check. There was reportedly no patient involvement.

Manufacturer narrative:
It was reported that the device failed defibrillation test during operation check. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the processor board pca(printed circuit assembly), which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.